Manufacturer narrative:
Continuation of concomitant products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2018. Explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4).

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for head/neck (non-malignant) and spinal pain. It was reported that there was an increase in post-implant pain. It was found that the lead has migrated. It is placed for occipital pain. The manufacturer representative tried to reprogram, but could not capture the painful areas with where the lead has migrated. Surgery is planned to revise the lead; however, it has not yet been scheduled.